Event description:
The complaint is reported as: the top label indicated that the product was a 40 cm kit cdc-44041-vps2, but the label on the end indicated it was a 50 cm kit cdc-45041-vps2. The catheter in the kit was a 50 cm catheter. The issue was detected prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the top label indicated that the product was a 40 cm kit cdc-44041-vps2, but the label on the end indicated it was a 50 cm kit cdc-45041-vps2. The catheter in the kit was a 50 cm catheter. The issue was detected prior to patient use.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.